Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device was returned to olympus. During their inspection, the sbc confirmed the reported issue. The service department finds the high voltage power supply hvps board to be defective. Additionally, the service department identified the following: the volume knob was missing. The label on the backside was damaged. The top cover was scratched. One housing foot was missing. The touchscreen was scratched. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Event description:
It was reported to olympus that an hf unit generator had an e433 error during preparation for use. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted for the reportable error.